Event description:
It was reported that this right ventricular (rv) lead's range is 300-1,200 ohms and over the past year, has exhibited an increase in pace impedance measurements greater than 1,300 ohms in addition to increasing thresholds. Boston scientific technical services (ts) discussed troubleshooting options. The lead remains in service. No adverse patient effects were reported.